Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead dislodged due to device migration. The physician tried to reposition but could not get the lead to move back in to proper position. The lead was surgically abandoned and new atrial lead was implanted. No additional adverse patient effects were reported.